Manufacturer narrative:
The physician opined that he didn¿t notice anything in the abdomen or missing upon visual inspection. The procedure was completed with a like device. It was reported that the patient has not had any complaints.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found the device was returned with the cannula cap detached from the cannula tabs and missing. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a ventral hernia repair procedure on (B)(6) 2015 and absorbable straps were used to fixate mesh. During evaluation of the returned device, the cannula cap was noted to be missing. There were no adverse patient consequences reported. Additional information was requested.